Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer stated that the audio, alarms or beeps were not working. Customer adjust the audio volume to 5, press save, and listen for the beep and to adjust the audio volume to 5, pressed save, and listen for the beep. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.